Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a special treatment performed by enteroscopy on (B)(6) 2026. It was reported that during the procedure, the last two bands were entangled and failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.